Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urinary incontinence. The physician believed that the cuff caused urethral stricture after several years of implantation. The device was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urinary incontinence. The physician believed that the cuff caused urethral stricture after several years of implantation. The device was explanted and replaced. No additional patient complications were reported.